Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet offline. A technical support specialist assisted staff in troubleshooting a connectivity issue with the cabinet. Customer were asked to verify that all cables were properly connected. Upon attempting to open a browser, an error was encountered, indicating the cabinet was not connected to the internet. Tss recommended contacting the it department for support. The cabinet was successfully brought back online and is now syncing. Functionality was verified through two phone calls with the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet in offline and not syncing on mql. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.